Event description:
Per discharge summary: in 1998, the pt was admitted to the hosp in sudden respiratory distress. Several days prior to admission, the pt experienced fever, chills, loss of appetite and generalized weakness. Tee showed a "large vegetation" on the aortic valve. Blood cultures were positive for staphylococcus aureus and multiple other postive blood cultures, including vancomycin resistant enterococcus. Head CT showed cva or septic embolism. The pt also developed gangrene in both feet. Despite aggresive antibiotic treatment, the pt deteriorated and expired 22 days later in 1998.